Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced diabetic ketoacidosis. The patient reported that they were having issues with the insulin pump portion of their system, as pump was not fast-acting and did not distribute bolus insulin as a long-term request. Patient stated that his blood glucose (bg) readings were staying at 300mg/dl on both the pump and bg meter for 3 days and he could not correct the issue. The patient was forced to drive himself to the hospital for assistance. The patient was placed on an IV drip of insulin and indicated that they had diabetic ketoacidosis. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.